Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The patient stated that they were admitted to the hospital due to inaccurate values. The patient could not recall the cgm or bg values at the time of event but mentioned that they were above 500 mg/dl at the time of admittance. In the emergency room (ER), the patient was treated with insulin and intravenous (IV) fluids until his bg levels were stable. At the time of contact, the patient was in normal condition. No additional patient or event information is available.